Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed prime/a33 test at 2.5lbs due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test or verifying no delivery alarm due to prime anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer's blood glucose was unknown. The customer stated that there was no delivery 2 times in the last 6 months that required a set change, the belt clip was not work anymore because one was broken off, sometimes shoots insulin during priming. The troubleshooting was not mentioned. The product will not be returned for analysis.